Event description:
During an in clinic follow up, episodes of oversensing due to crosstalk were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.